Manufacturer narrative:
This report is being submitted to report additional information. The implant date was confirmed upon follow up with customer. The following sections are being reported: d6a. If implanted, give date. H2: if follow-up, what type. H10: additional narratives/data.

Event description:
No additional or corrected information to report.

Event description:
Partially broken fixtures was reported. The patient was in pain, so she went to the clinic. Wobble was confirmed. The fixture was partially damaged, so the doctor removed them. Symptoms as a result of the event: pain. Tooth site # 13-15.

Manufacturer narrative:
Zimvie complaint (B)(4). G4: additional 510(k) number is k013227.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie did not receive one implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and 1 other relevant complaint(s) was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.